Event description:
Upon further assessment it was found that there was no issue with this device other that it being worn. The product did not contribute to the reported event. The product will be not reportable as it did not contribute to a serious injury and the malfunction has not contributed to a serious injury in the past.

Manufacturer narrative:
(B)(4). It was discovered that the harm was identified as no harm because this device was not related to the reported event of the shaft not mating to the lag screw. However, it was returned worn. This will now be made not reportable. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the revision planned by the customer was impossible to perform. After the locking screw removal, they were unable to remove the head screw from the nail and consequently the nail itself. The screwdriver could not be fixed on the cephalic screw and therefore the screw could not be removed. The surgeon had a good vision of the screw and it had been cleared of any bony elements that could interfere between the screw and the screwdriver. The patient had general anesthesia and had surgery without success, the screw causing her pain could not be removed. The patient went to the surgery room in the morning and was discharged in the early afternoon. At the end of the afternoon, the patient was admitted to the service because of bleeding from the dressing. The bleeding was resolved, and the patient was released the next day. No further information is known.

Manufacturer narrative:
(B)(4). G2: france. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.